Event description:
The allegedly, at the start of a cysto procedure, patient was prepped and had received local anesthesia; unit was powered on and patient data entered but when camera was attached it would not produce a picture. The doctor aborted procedure at that time.

Manufacturer narrative:
Complaint was verified; no image produced when camera was connected. Component on mainboard failed.